Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device used was a dreamtome. Patient code e2114 captures the reportable event of perforation. Patient code e0752 captures the reportable event of collapsed lung.

Event description:
Note: this report pertains to a spyscope ds ii access & delivery catheter and a dreamtome used in the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and a dreamtome were used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2022. At the night of the procedure, the patient had perforation and a collapsed lung. There was no intervention performed to address the perforation. The physician did not think that the spyscope ds ii and the dreamtome with the guidewire caused the perforation. The physician believed that the perforation was due to "the ampulla in a tic." Additionally, there was no device malfunction with the spyscope ds ii, the dreamtome and the guidewire. The procedure was completed using an extractor balloon, and a large stone was removed. The patient's condition at the conclusion of the procedure was reported to be "ok."

Event description:
Note: this report pertains to a spyscope ds ii access & delivery catheter and a dreamtome used in the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and a dreamtome were used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2022. At the night of the procedure, the patient had perforation and a collapsed lung. There was no intervention performed to address the perforation. The physician did not think that the spyscope ds ii and the dreamtome with the guidewire caused the perforation. The physician believed that the perforation was due to "the ampulla in a tic." Additionally, there was no device malfunction with the spyscope ds ii, the dreamtome and the guidewire. The procedure was completed using an extractor balloon, and a large stone was removed. The patient's condition at the conclusion of the procedure was reported to be "ok." Additional information received on january 12, 2023: it was reported that the perforation was discovered through imaging; however, the imaging type was unknown. Additionally, the guidewire being used during the procedure was a preloaded guidewire of the dreamtome.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device used was a dreamtome. Block h6: patient code e2114 captures the reportable event of perforation. Patient code e0734 captures the reportable event of collapsed lung. Block h2 (additional information): block b5, block d7a, and block h8 have been updated based on the additional information received on january 12, 2023.